Manufacturer narrative:
Describe event or problem corrected. Event date corrected from (B)(6) 2016 to (B)(6) 2016. (B)(4).

Event description:
It was further reported that the event date is (B)(6) 2016 and not (B)(6) 2016 as previously reported..

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08844. (B)(6) clinical study. It was reported that myocardial infarction occurred and the patient died. In (B)(6) 2014, the patient presented with unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion #1 was located in the proximal left circumflex (lcx) artery with 95% stenosis and was 16 mm long, with a reference vessel diameter of 3.5 mm. The target lesion #1 was treated with pre-dilatation and placement of 3.50 x 16 mm promus element stent. Following post-dilation, the residual stenosis was 0%. The target lesion #2 was located in the proximal right coronary artery (rca) with 80% stenosis and was 28 mm long, with a reference vessel diameter of 4.0 mm. The target lesion #2 was treated with pre-dilatation and placement of 4.00 x 28 mm promus element stent. Following post-dilation, the residual stenosis was 0%. Six days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient was diagnosed with myocardial infarction which caused the patient's death on the same day.